Event description:
(B)(6) study. It was reported that left bundle branch block (lbbb) occurred. Procedure summary: prior to the index procedure, heparin or other anticoagulant was given and the patient was on a prior regimen of aspirin at the time of the index procedure. The patient received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with the deployment of a 27 mm lotus edge valve. There was correct positioning of a single prosthetic heart valve into the proper anatomical location. On the day of index procedure, the electrocardiogram (ECG) revealed sinus bradycardia with 1st degree av block and premature supraventricular complexes. Repeat ECG on same day revealed sinus rhythm with 1st degree av block and left bundle branch block which required temporary externalized pacemaker. Lbbb continued and the patient developed complete heart block. A new permanent pacemaker was recommended. 2 days post index procedure, a non-bsc permanent pacemaker was implanted successfully to treat the event. Post event ECG revealed ventricular paced rhythm. The event was considered to be recovered/resolved. The subject was discharged on aspirin and clopidogrel with cardiology follow up.